Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The reason for call was pt had their ins replaced because their healthcare provider (hcp) thought the newer ins would provide greater pain relief for the pt. The previous ins was still functioning but was not providing the pt with the relief that they needed. Pt rep said that the previous ins led to another major surgery where they determined there was another spinal issue. The caller mentioned that the pt wasn't using the ins for the last 3-4 years.